Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during out of box the tip of the virtousaph was broken when they opened the kit. No patient involvement as this occurred during out of box3

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 8, 2017. (B)(4). The sample was not returned for evaluation; therefore, the complaint was not confirmed and a definitive root cause was not able to be determined. All v-cutter tips undergo visual inspections for cracks during the manufacturing process, the reported broken tip was not damaged when shipped. It is likely that the tip underwent a physical load during shipping or handling that caused it to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to device evaluation), (device evaluated by manufacturer), (identification of evaluation codes (B)(4)). (B)(4). The returned sample was visually inspected during which it was found that the distal end of the v-cutter was fractured. During the manufacturing process, all vsp550 units are thoroughly inspected and functionally tested, including inspection for the v-cutter mechanism. A potential cause for the fracture of the v-cutter is that the v-cutter was hit by objects, causing shock forces on the component. A definitive root cause was not able to be determined, however all available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA due to the complaint sample being returned to terumo cardiovascular on march 13, 2017, after the final medwatch was submitted on march 10, 2017 another follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
A final medwatch for this complaint was submitted on march 10, 2017; however, the sample was returned to terumo cardiovascular on march 13, 2017.